Manufacturer narrative:
Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the hf sensor implant procedure the patient experienced bleeding near the catheter site. Patient was given medications (morphine and percocet) to manage pain and performed a CT angiogram which was clear. The patient improved by the next morning and was discharged asymptomatic on (B)(6) 2018. The patient is a clinical study patient and the issue is related to the procedure but not to the device.